Event description:
It was reported that the catheter was reading cardiac indexes of 2.5 and 2.6 yet the patient was clinically in distress and went back to the or for bleeding. However, there were no patient complications reported. Follow up indicated that the patient was in distress because of bleeding from the surgical site. It was not due to the catheter readings but the readings from the catheter are directly in contrast to what was observed.

Manufacturer narrative:
Customer report was not confirmed. There was no visible inconsistencies were observed on eeprom data. Thermistor and thermal filament circuit were continuous. There were no error message observed on vigilance I and ii monitors. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 mins. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. However, indentations were visible at the 37 and 86 cm area of the catheter body where the connectors of the returned contamination shield was attached.